Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent two magnetic resonance imaging (MRI) scans without changing the programming of the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.